Event description:
The straight long elite attachment overheated while being tested by the field service tech during a routine service maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual eval confirmed the presence of debris in the nose bearings.